Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose readings at the time of the call were 93 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor. Motor was tested outside the device and passed. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.